Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the connection stick of the adapter is observed broken, verifying the reported incident. There is no other visible defect that can be identified to indicate why the breakage occurred. A device history review was performed for lot 2404501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was evaluated using magnification, again no defects were observed within any of the samples. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. All results were reviewed for lot 2404501 and results were found to be acceptable, no issues related to the reported defect were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
The broken adapter occurred when the syringe was being disconnected from the infusion bag.

Event description:
The broken adapter occurred when the syringe was being disconnected from the infusion bag.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.